Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received critical pump error image on the pump screen. Customer¿s blood glucose value was unknown. The product will be return for analysis

Manufacturer narrative:
Device received with missing segments/partial display due to moisture damage on the electronic assembly. Unable to confirm the critical pump error (open book image) or perform the displacement test and self test due to missing segments or partial display. Moisture damage on the keypad assembly, battery tube and motor assembly also noted during visual inspection.